Event description:
In a draft clinical publication titled, 'cyberknife stereotactic radiosurgical rhizotomy for refractory trigeminal neuralgia' the author noted: "the patients who failed the rhizotomy had the treatment interrupted by broken electricity of the cyberknife unit." Several unsuccessful attempts were made to confirm and obtain specifics of this potential malfunction; to date the author has not responded to inquiries.

Manufacturer narrative:
Accuray is investigating this issue with the responsible physician and will provide results when available.